Event description:
It was reported the pt has fibromyalgia and the scs system's stimulation exacerbates the disease. The pt has been scheduled to have her scs system removed. F/u identified the pt's scs system was removed on (B)(6) 2013.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.